Manufacturer narrative:
Concomitant medical products: 419478 lead implanted (B)(6) 2007; 694758 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. The device classified the rhythm as ventricular fibrillation (vf) via combined count and did not withhold therapy. After the inappropriate shock, the rhythm changed to ventricular tachycardia (vt) and a second shock was delivered. The right atrial (ra) lead was also noted to be undersensing. The lead was reprogrammed and remains in use. The device remains in use. No further patient complications have been reported as a result of this event.